Event description:
Patient reports on or around (B)(6) 2012 he experienced red in his eyes and aching, left eye hurt and has a severe infection. Central left cornea, big infection that covers the pupil. The doctor prescribed antibiotics. The next day another doctor confirms there is a virus and gives the patient additional salves. Follow up attempts for more information have been made with no reply to date.

Manufacturer narrative:
No lenses were returned.